Event description:
Info received indicates the brake/steer and brake casters are ratcheting when in brake.

Manufacturer narrative:
The technician replaced the brake/steer and brake casters to repair the bed.